Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had insulin flow block alarm. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set changed. The insulin pump will not be returned for analysis.